Event description:
It was reported that the pump was emitting no prime warnings. The pump was returned to animas and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor pins were found to be partially dislodged. A review of the pump history indicated that loss of cartridge detection had occurred. This report is being made based on investigation results.

Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred. Correction number: 2531779-03/24/2010-003-r.